Event description:
It was reported that the incident was found during removal. The ring was detached and went through the mesh. The in-dwelling period was 602 days.

Manufacturer narrative:
The subject product has been received and examined. The product was found to have a broken recoil ring.